Manufacturer narrative:
The device was not returned to olympus for evaluation. The device instrument history was reviewed and it was noted that the device was last serviced in october 2013 for a leak in the electrical connector. The device was serviced and returned to the facility. The user's experience cannot be conclusively determined; however, the reprocessing practices could not be ruled out as a contributory factor to the reported event.

Event description:
Olympus was informed that a piece of a non olympus cleaning brush was deployed from an olympus endoscope into the pt. No pt infection or cross-contamination was reported. However no further info was provided. In addition, the local endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training. During the on-site visit the ess observed that the user facility staff was not pre-cleaning, and not properly flushing the channels of the endoscopes. Also, the channels of the endoscopes were either not being brushed or being brushes with non olympus cleaning brushes.